Event description:
"S/p b submusc. 240cc mcghan gels for augmentation. Has been pleased with cosmetic result but has been extremely anxious since hearing about the silicone controversy. This anxiety is heightened by feeling that the breasts are smaller over the yrs despite wgt gain. Denies h/o trauma or local pain. Has noticed some systemic sx's x several years which seem to be progressing. These include (recent) arthralgias, l calf spasms, fatigue, headaches, memory loss, hair loss, rashes, sob, and wgt gain. Is otherwise healthy."